Event description:
It was reported that during an implant attempt, the physician clipped the lead with a hemostat while attempting to secure atrial wire access. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) primary analysis finding: outer tubing overlay breached cut. The full lead was returned and analyzed.